Event description:
It was reported during in clinic follow up that the atrial lead exhibited low pacing impedance and the right ventricular lead showed high capture threshold. Both leads were explanted and successfully replaced. The patient was stable.

Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.